Manufacturer narrative:
The device was received for evaluation. During functional testing, air-in-line alarm was reproduced. The reported problem, 345 error, could not be reproduced during evaluation due to air-in-line alarm. A review of the event history log (ehl) revealed both air-in-line and error code 345 messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported conditions were verified. The cause of the condition was determined to be the ultrasonic sensor. The ultrasonic sensor requires replacement to address these issues. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed air in line and system error 345. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.